Event description:
Procedure type: sigmoid resection. According to the reporter: from the risk management dept: a gia stapler was placed across the colon at this point and fired without difficulty. However, upon inspection there was an approximately 0.5cm gap in the colon with some mucosa exposed. It was felt that we could not be sure that the distal end would not have a similar leak and a midline incision was made. The distal colon had a small area that had not stapled closed with this. This was quickly bowel clamp. Procedure type: sigmoid colon resection anatomy involved: sigmoid colon 3. Unanticipated extension of the incision by more than one inch?. Yes (if yes how much)? Described as "extended the midline incision" no length indicated there was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).